Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Ripples in the lead body from 210 to 390mm from terminal end, stretched coils at approximately 335mm from the terminal end, a kink in lead at approximately 50mm from terminal end, and environmental stress cracking at approximately 525 from the terminal pin on the surface only, were noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial lead exhibited failure to capture at max output due to a dislodgement that was confirmed through x-ray. It was later found that the suture sleeves were not tight on the sleeves from the original implant. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited failure to capture at max output due to a dislodgement that was confirmed through x-ray. It was later found that the suture sleeves were not tight on the sleeves from the original implant. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.